Event description:
It was reported to resmed (B)(4) that a stellar 100 turned off during therapy. Per reporter, the patient ventilator switched off during use with no alarm or prior warning. The child received limited ventilation resulting in a fall in oxygen level recorded at 48%. The patient was immediately administered with ventilation via ambu bag and 15 liters of oxygen until another ventilator was set up. The patient's stats returned to normal after the patient was put in another ventilator. Ref MFR 3004604967-2014-00038.